Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that immediately following the implant procedure, the patient was in the post anesthesia care unit and the right atrial (ra) lead dislodged. The patient was brought back to the electrophysiology (ep) lab and the right atrial (ra) lead was explanted, the device was downgraded to a single chamber implantable pulse generator (ipg) and the ra lead was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.